Manufacturer narrative:
(B)(4).

Event description:
During a procedure, a portion of the introducer detached in the patient. Groin access was obtained and the introducer was advanced over the guidewire. A second access was obtained, resistance was encountered and the first introducer was removed. Upon reinsertion, a kink in the introducer was noted and upon removal, a portion of the sheath detached in the patient. Vascular intervention with a snare device was performed to successfully retrieve the detached portion of the introducer. The patient was discharged the following day without complication.

Manufacturer narrative:
(B)(4). The results of the investigation concluded that the introducer sheath tubing had been kinked and separated midway through its length. The shaft tubing material at the location of the separation had been stretched and torn. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the sheath damage is consistent with damage during use.